Event description:
It was reported that an ilet user experienced persistent hyperglycemia with glucose readings in the 300¿400 mg/dl range and a subsequent ¿high¿ reading, despite multiple infusion set changes and continued meal declarations; the user was using a cd infusion set and was guided through another site change with delivery resumed. Symptoms included sleepiness. Outcomes included the need for troubleshooting guidance and follow-up to assess glucose trend. Investigation included remote review of reported glucose trends and coaching on infusion site replacement and device use. Investigation of this case revealed no device alarms other than high glucose and no identified device malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.